Manufacturer narrative:
The patient had participated in a successful trial phase with the nalu system prior to having the permanent system implanted. During the trial system the patient would have been utilizing the adhesive clips to secure the external trial components. The history recorded for this patient shows that the system was likely working as expected initially and then efficacy declined over time. No imaging was done during that decline, however the patient reports that the leads had migrated at some point. It is possible that the leads began to migrate shortly after implant, moving further away from the target and thus reducing efficacy of therapy. With reduction in pain relief and discomfort using the adhesive clips, the patient became dissatisfied with the system. Nalu became aware of the explant in (B)(6) 2025 upon contacting the patient and physician for follow-up.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back pain. Patient initially reported approximately 65% pain relief while using the nalu system with pain levels around 3-4/10. In (B)(6) 2022 the patient reported efficacy of the system had decreased and pain levels were 6/10 however the patient also reported that the adhesive clips were not comfortable and the device was only being worn for part of the day. By (B)(6) 2023 the patient reported only using the system for approximately 7 hours per day. Patient was seen for multiple reprogramming sessions to improve therapy and continued to report pain levels between 6-7 out of 10. The last reprogramming session was conducted in (B)(6) 2024 and the patient had continued to report decreasing satisfaction with comfort of the adhesive clips. In (B)(6) 2025, the physician's office returned the patient's external therapy discs to a nalu representative. Follow-up with the patient and physician discovered that the patient had the nalu system fully explanted with no previous communication or notification to any nalu representatives. The patient was contacted on (B)(6) 2025 and told a nalu representative on that date that the nalu system had been overall not as effective as desired despite multiple reprogramming attempts. The patient also stated that the implanted leads had migrated away from the initial target location, contributing to the lack of effect. The patient stated that there was no desire to reposition the leads since the system was felt to be generally ineffective and the decision was made to explant. The patient was unable to recall the exact date of the procedure. On 01/24/2025 the physician's office was able to provide an explant date of (B)(6) 2024.